Event description:
About two months prior to the date of this report, it was reported the patient was not feeling ¿very much¿ stimulation. It was stated that adjustments could not be made to the stimulation. The patient was recently implanted and still had bandages. Five days later, it was indicated the patient never had therapeutic effect. A loss of bladder control was reported. The patient felt stimulation in the bicycle seat area. It was noted the patient had increased stimulation to the point of it being uncomfortable. The stimulation was then turned down. The following day, it was reported the patient was still ¿soaking¿ pads and was leaking. A loss of therapeutic effect was reported. The patient changed programs. It was later indicated the patient could feel stimulation in the buttock area and it was uncomfortable when they would sit. Stimulation was reported as ¿slightly¿ painful. The patient had stimulation up ¿too high¿ and it was hurting them. About a week later it was reported that the cause of the event was that the patient had the generator up too high. The patient was manipulating the settings after reviewing with a manufacturer representative on (B)(6) 2013. Patient hospitalization was not required. The outcome was noted as no injury and the patient recovered without sequela. One month later, it was indicated the patient was also retaining urine in addition to the leaking. It was stated the patient was retaining ¿so much urine they almost went into kidney failure.¿ impedance testing showed normal results. It was also indicated the patient felt stimulation. The patient¿s device had been reprogrammed three times after implant. There were no changes noted after any of the programming sessions. It was stated that first stimulation was turned off for one week after the first two programs were tried with no relief. Stimulation was then turned back on and reprogramming was done, but showed no results. The device was currently off and ¿going to be explanted.¿ there were no device issues suspected. It was indicated the patient was to see their doctor to discuss explant. As of the date of this report, it was reported the patient was seen by the doctor on (B)(6) 2013, but there was no mention of device removal. The appointment was to catheterize the patient and set up self-catheterization training by a home health aide. The patient was only seen for retention and there were no notes about the device. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient saw the poor communication screen.

Manufacturer narrative:
Product ID: 3889-28, lot# va078ux, implanted: (B)(6) 2013, product type: lead. (B)(4).